Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the gw (guide wire) was bent. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. A visual inspection of the swg revealed one kink in the swg body. Microscopic examination of the guide wire confirmed the kink. Both welds were present and were observed to be full and spherical. The kink was located approximately 5.8 cm from the distal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. A kink was examined on the swg body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the gw (guide wire) was bent. The procedure was completed using another device.